Event description:
On (B)(6) 2003, I underwent a right total hip arthroplasty procedure. I rec'd a depuy s-rom size 60 mm pinnacle cup with metal 36 mm liner and size 18 x 13 x 160 mm stem with a +9 head, 36 mm diameter. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort and several dislocations, on (B)(6) 2006, I underwent a revision of the right total hip arthroplasty. I rec'd a depuy s-rom femoral stem standard and s-rom m metal on metal femoral head, 36 mm, +9. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right hip avascular necrosis. Metallosis, right total hip arthroplasty w/ severe pain.